Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During treatment of a 100% stenosed lesion in the anterior tibial artery, the diamondback peripheral orbital atherectomy device (oad) was noted to audibly change pitch. When the treatment results with the oad were deemed satisfactory, the oad was retracted but was stuck on the viperwire guide wire and was unable to be removed without also moving the wire out of position. The oad and wire were removed together. Upon removal, tissue was noted on the crown of the oad. The physician was unable to rewire the vessel successfully in the true lumen, and the procedure was delayed by thirty minutes. Balloon angioplasty was performed to complete the procedure, however the balloon was only able to advance a partial distance through the vessel. There were no patient complications and the patient was discharged following the procedure.

Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. The guide wire was engaged in the oad, and significant resistance was felt upon removal. Adhered biological material was observed to be present on the guide wire core shaft and under the oad crown and tip bushing. There was no damaged identified which may have contributed to the material accumulation. Although the root cause of the accumulated material is unknown, it is hypothesized that the oad driveshaft became stuck on the guidewire after seizing due to biological material accumulation. The accumulation may have contributed to the report that the oad exhibited an audible change in pitch, however this could not be confirmed. At the conclusion of the device analysis investigation, the report of the device becoming stuck on the guide wire was confirmed, however the report of an audible pitch change could not be confirmed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).